Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display due to moisture exposure. The customer¿s blood glucose level was 165 mg/dl. The customer was assisted with troubleshooting. Customer states that display did not returned after pump restart. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, sleep current measurement, active current measurement, and self tests. No unexpected blank displays or unexpected ¿low battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. Upon further examination of the unit¿s interior, there are traces of corrosion on electrical board particularly on the connector that connects electrical board to electrical board , and on the keypad flex cable. Device received with a hairline horizontal crack located towards the top of the battery tube. (B)(4).